Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection identified that the silicone boot on the cold side had separated from the jaw. The missing piece of the boot was returned with the device. Some heat damage was observed on the silicone cold jaw wire contact surface. Additionally, the silicone boots on the hot and cold jaws had an area of physical damage with rough edges. This type of damage is consistent with the damage seen after an improper insertion of the tool into the cannula. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. Based upon the eval results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. Internal corrective action issued for this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, part of the jaw on the vaso view hemopro fell and broke off into the pt. It was retrieved through the original incision. A replacement device was used to complete the procedure. The hosp did not report any pt effects.